Event description:
Member states since using the current bottle of 50 within the current package, his blood sugar's 100 points higher than normal, member states has been on the current strips for 4 years without complication and has calibrated current strips with current machine as well as alternate machine of same type with same results. To compare member tested with alternate machine and strips and bs's reading normal.